Event description:
B braun IV tubing found to be leaking at the caresites and bonded sites involving pt's with IV fluid and/or medications. This presents a high risk to out pt's and staff for the following reasons: chemotherapy exposure, risk of infection, inaccurate dose administration, air in tubing, bodily fluid exposure, i.e. Blood exposure.